Event description:
The "inop" oxygen alarm on the draeger ventilator would not go off after multiple attempts of calibration and changing out oxygen outlets. The draeger ventilator was swapped out with another draeger ventilator. There were no untoward patient effects.